Event description:
The customer reported that the system will not boot. No pt injury occurred.

Manufacturer narrative:
This MDR is related to ge healthcare. Troubleshooting revealed the hard drive was not responding. He attempted to use a boot disk to retrieve the log files to no avail and was getting a hard disk error. The hard drive was replaced on a previous case. He removed and replaced the hard drive. He loaded the cal files and ensured the system operates as intended.